Manufacturer narrative:
Software analysis determined that there was no indication that a software anomaly contributed to the reported behavior. The software appeared to have been working as designed. The attempted trace registrations showed multiple points hidden beneath the skin of the patient, which is possibly due to loose skin and/or too much pressure applied on the patient's skin during registration. It looks like there was unnatural wrinkling of the patient's skin at the back of the head which could be a result of loose skin settling inconsistently when laying down for the CT scan as opposed to the patient's positioning during the procedure. On the bridge of the nose and temples, there are also multiple points registered under the skin; if the site used less pressure when tracing, they may have had less difficulty with registration. Overall they were unable to determine probable cause without further information since the on-going investigation proved to be inconclusive based on the information provided. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received about patient information. A work order was completed and the system passed checkout and was performing as intended. No failure was found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information refused by the site. Other relevant device(s) are: sw kit 9735737 stealth s8 cranial, version (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported during a cranial biopsy procedure the site was unable to pass registration. The site aborted use of this system because they continued to fail registration. The surgeon attempted to add more points, on both the nose and where the tumor was, but the registration would not pass. The site brought in their other navigation system and were able to pass registration after the third attempt. There was a delay to the procedure of less than one hour. There was no reported impact on patient outcome.